Manufacturer narrative:
Correction under brand name and model number, no impact on traceability.

Manufacturer narrative:
The current instructions for use (IFU) contains the following: "precautions - a tooth that has been previously traumatized or significantly restored may be aggravated. In rare instances, the useful life of the tooth may be reduced, the tooth may require additional dental treatment such as endodontic and/or additional restorative work, and/or the tooth may be lost". No conclusive evidence has been provided that supports or opposes whether the aligners caused or contributed to the required tooth extraction and therefore, this event is being filed as an MDR per 21 cfr 803. There is no conclusive evidence to confirm the date of the tooth loss, and the date (b3) is based on the timelines reported to align and compared to the patient information.

Event description:
The treating doctor reported that the extraction of tooth #21 was required after it developed class iii tooth mobility while using the invisalign product. No additional information is available at this time.